Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08710 inches. No unexpected insulin flow blocked alarm noted. Device received with scratched case, pillowing keypad overlay and minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer¿s family member reported via phone call that customer was hospitalized due to diabetic ketoacidosis and high blood glucose level. The customer's blood glucose was 363 mg/dl. The customer reported that insulin pump had insulin flow blocked alarm. Customer was assisted with troubleshooting. It was unknown that the insulin pump was on auto mod or not. The insulin pump will be returned for analysis.